Event description:
It was reported the device battery depleted prematurely. It was also reported the left ventricular outputs were high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196-88 lead implanted (B)(6) 2011. (B)(4).